Event description:
It was reported that an altitude alarm was declared by the pump. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating it remained within a safe range. The customer was able to resume insulin delivery with the original cartridge after consulting with technical support, who provided tips to prevent future altitude alarms.